Event description:
It was reported that a tandem mobi cartridge alarm occurred during pumping. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Customer declined further troubleshooting, and no additional action was required from technical support.